Event description:
Customer reportedly received result of 475 mg/dl on the compact plus system and 200-something (mg/dl) on professional's meter within 10 minutes. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.